Event description:
The customer reported that the system did not xray. The system operates as intended.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the 70 amp fuse. No patient injury was reported.